Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door number six was failing intermittently. A field service engineer removed the center column from tower to cleaned switches and greased latches to resolve the issue. Then the fse checked connections at controller boards and returned center column to tower and assisted customer to recover all eight failed doors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door 6 was failing intermittently. The customer stated that this malfunction caused a delay in dispensing medications to patient. However, there were no adverse events or injuries reported based on this event.